Event description:
It was reported that the customer passed away while wearing the insulin pump, and the device was immediately removed when the customer arrived to the emergency room. The last blood glucose recorded in the glucose meter was unknown. The wife stated that her husband was at work and had just returned after being off for three days. The cause of death was a massive heart attack. The spouse does not have the insulin pump or any of the customer's supplies in her possession. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.